Manufacturer narrative:
Additional narrative: UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 9/9/15, 9/18/15 & 9/29/15 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, increased metal ions, galvanization at the at taper/head interface, synovitis, the liner wouldn't disengage from the cup. The surgeon took 10-15 minutes trying to remove the liner, before removing the cup. There was no mention of any osteolysis. The cup is being added to the complaint and part/lot is being updated. The complaint was updated on: 10/2/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/16/15 medical records received. After review of the medical records for MDR reportability, lab results were provided and indicated the cobalt levels was above 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/1/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, elevated ion levels, osteolysis and inflamed tissue. Update rec'd 6/01/2015- litigation papers received. Litigation alleges, popping/squeaking, swelling, fluid and tissue necrosis. The stem is now being reported to address the high metal ion levels.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged injury and discomfort.